Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s touchscreen. There was no harm or injury reported. Arrangements made with a material only service workorder for shipment of a replacement trilogy evo front panel. If any additional information is received, a follow- up report will be filed.